Event description:
It was reported that this left ventricular (lv) lead exhibited a fracture of the pace/sense portion. The lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).